Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery for glenoid loosening 9 years post operative. Patient: (B)(6).